Event description:
Healthcare provider reported a right side rupture. There is a report of extra capsular silicone on the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare provider reported, a right-side rupture. There is a report of extra capsular silicone on the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side "implant was removed and intact" and "there was no sign of any masses or silicone". Healthcare professional additionally confirmed "while the mammogram showed signs of rupture once explanted the device was indeed intact." Device has been explanted and replaced. This record is no longer reportable to the FDA and will be un-reported.